Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 200 units of insulin. There was no impact to the customer's blood glucose level. The customer declined to perform troubleshooting with tandem technical support, and will continue to monitor the pump performance.